Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 1/25/2017 with the following findings: during visual inspection of the pump, the keypad cover was removed and there was no contamination or physical damage found. The pump was opened and there was moisture corrosion found on the printed circuit board (pcb). The investigation was unable to duplicate the initial complaint about under responsive ¿up¿ and ¿down¿ keypad buttons.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The customer alleged that the up and down buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.